Manufacturer narrative:
Investigation summary: bd received one sample for investigation. The returned sample was used to draw six tubes, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked from the device. No adverse impact was reported regarding the patient or user.